Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported line was placed in basilic vein and normal spot on the arm. No traumatic insertion was noted but a kink was found close to the hub. No other information was provided.